Event description:
The date of the sae onset was on (B)(6) 2023, but the site was aware of this event today (18oct2023), reporting this information to us this morning. The reported sae has been described as large postsurgical pneumoperitoneum, subcutaneous emphysema and bilateral pleural effusion observed in imaging test suspicious of gastrointestinal perforation which prolonged an existing hospitalization. The subject is a 85-year-old male patient. He presented a sigmoid neoplasia, so it was decided to undergo a robotic sigmoidectomy on (B)(6) 2023. During hospitalization, on (B)(6) 2023, the subject was evaluated after being notified by the radiology team due to the presence of pneumoperitoneum in CT performed at the request of the vascular surgery service due to the suspicion of ischemia of the lmii. The tc image showed a large postsurgical pneumoperitoneum, subcutaneous emphysema, and bilateral pleural effusion suspicious of gastrointestinal perforation. No signs of anastomotic dehiscence. It was decided to treat the subject with parenteral nutrition, omeprazole, and antibiotics. The subject was discharged from the hospital on (B)(6) 2023, but was readmitted to the hospital on (B)(6) 2023 due to fever and vomits. New imaging test shows the persistence of voluminous pneumoperitoneum suspicious of high gastrointestinal perforation. This event is still ongoing.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (causal), but not related to the investigational device.